Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
A patient previously implanted with afx devices to repair an abdominal aortic aneurysm returned for a physician visit. The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. The physician identified aneurysm sac growth and potential type 3 endoleak. The patient was transferred to another hospital where an angiogram was completed. Angiogram showed a type 2 endoleak or possible endotension. The physician identified 2 lumbar arteries that may be communicating with the aneurysm sac and plans to ligate the arteries. To date, the case status and patient condition have not been reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the compromised stent graft integrity was found to be anatomy related. A clinical assessment showed that the device did not contribute to this event. Procedure-related circumstances were found to have contributed to this event. Anatomical factors such as the dissected, calcified blood lumen were found to have likely contributed to the event. No user-related issues were found, although product use was off-label due to the unrelated, short neck anatomy. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to (B)(4).